Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was reported that frayed wires were identified on the power supply. There were no adverse consequences reported by the patient.